Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery alarm due to blank display. Insulin pump received with corroded battery tube, cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.